Event description:
The account alleges the bed will not send a nurse call when the pt position module is alarming the bed will place an audible alarm. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.